Event description:
It was reported upon insertion the clinician confirmed he was in the vessel and states the guidewire deployed with no resistance. Upon deploying the catheter, it began smoothly then met resistance. The clinician attempted to back the device out but met resistance again. He continued to remove the device and found the catheter had sheared and a piece was lodged in the vessel. Vascular was consulted and able to surgically retrieve the remaining catheter with no adverse effects to the patient.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.